Event description:
The pt has used her device for more than 12 years. Damage on the electrode array of her device was confirmed by integrity testing in 2001. Faulty electrodes were deactivated in the speech professor program. The pt currently only has 6 to 7 useable electrodes on the electrode array and her auditory performance has decreased. Explantation/reimplantable surgery is scheduled for 2006 due to a further decrease in auditory performance.